Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was hanging after device interrogation and had a faulty stylus. It was also reported that the sc reen was cracked. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was hanging. Analysis was able to confirm the screen was broken and, due to the broken screen, the stylus was not working. Analysis also noted that the power cord bay was broken and the rear display cover was damaged at the boss. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.